Event description:
It was reported that during a laparoscopic gastric bypass procedure, towards the end of the procedure, harmonic generator error codes "instrument" then "handpiece" were shown on the generator with a solid tone. As part of problem solving, the scrub detached the instrument and reattached it which resulted in "instrument error." Another device was used to complete the case with no pt consequence.